Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information provided and without the device to analyze, a cause for the reported leak/splash associated with air in the guide could not be determined. Unexpected medical intervention was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat mitral regurgitation (mr) with grade 4. While inserting a steerable guide catheter (sgc) into the right atrium (ra), air was observed in the guide housing, requiring aspiration. Therefore, the sgc was removed and replaced. The procedure was completed with two clips implanted. The mr was reduced to trace. There were no adverse patient effects and no clinically significant delay in the procedure.